Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received for evaluation; the complaint was confirmed. The tip of the returned drill bit had failed in torsion. Material analysis confirmed correct material type and hardness. The complainant's event was not able to be re-created with another device from stock. Device history record revealed nothing relevant to this event. Based on the information provided and device evaluation, the most likely cause of this event was not able to be determined. This is the first complaint of this type for this part/lot number. The investigation conclusion is being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that the tip of a drill bit broke off during a lateral ankle fracture repair; it was retained in the patient. While drilling for the distal locking screws, 12mm of a drill bit broke off in the fibula. The fragment was not retrieved; it was left in the bone. The surgeon believed attempting to retrieve it would result in damage to the bone. The case was completed successfully; the patient's current condition was reported as fine. No further patient or event information was provided at the time this event was reported.